Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/14/2016 that a customer had an issue with an extension set. The customer reports that the extension set is bonded together and will not allow fluids to pass.